Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: catheter; product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2008, partially explanted: (B)(6) 2019, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial #: (B)(4), ubd: 2010-01-15, UDI#: (B)(4); product ID: 8598a, serial #: (B)(4), ubd: 2009-09-18, UDI#: (B)(4). Update: the type of report has been updated from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and healthcare provider via a company representative. A catheter issue was reported. It was noted that on (B)(6) 2019 the patient experienced withdrawal symptoms, nausea, chills, paranoia, and flu like symptoms. The patient went to the emergency room. The pump was checked and there was nothing wrong with the pump. It was determined that she needed the catheter replaced. A full system replacement was performed. It was indicated that there were no known environmental/external/patient factors that may have led or contributed to the issue. The catheter component with serial number (B)(4) was completely explanted. The catheter component with serial number (B)(4) was partially explanted. Regarding the catheter with serial number (B)(4), the distal segment was left in the patient as the surgeon was unable to remove. It was further noted that 40 cm was trimmed off of the distal segment and the rest was left in the patient. The healthcare provider was notified that the product should be returned to the manufacturer and the explanted catheter components were to be returned. The hospital was in possession of the explanted devices. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The pump administered dilaudid with concentration 5 mg/ml at a dose rate of .5 mg/day. Other medications the patient was receiving (oral, etc.) At the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but were unknown. It was noted that the healthcare provider had no further information regarding the event.

Manufacturer narrative:
Analysis of the 8596sc found coring/tears/cuts in seal and met leak criteria and also found coring/tears/cuts in seal possibly caused occlusion, not mis-aligned. Analysis of the 8598a revealed a user related hole in the catheter body (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s mother) regarding a patient who was receiving dilaudid of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported the patient was having problems with the pump. The pump was not working. Last night it was really cold around the pump and started burning and itching. Yesterday and this morning, the patient had been vomiting and having withdrawal symptoms. The patient also had a lot of pain and high blood pressure. The reporter gave the patient medicine, but the blood pressure was still high. The change in therapy/symptoms occurred suddenly. The pump was not alarming. The patient had just moved and had a referral, but the new healthcare provider would not see the patient until (B)(6) 2019. It was also noted that the patient lost their ID card. They were questioning what else the patient could do and whether there was a manufacturer representative who could help. No interventions were reported. The reporter was redirected to the healthcare provider. Physician listings were provided as requested. No further patient complications have been reported as a result of this event.